Manufacturer narrative:
The intraocular lens (iol) was received for analysis and is currently under evaluation at the manufacturing site. The lens met all manufacturing specifications prior to release. The initial multifocal implant was exchanged for a monofocal lens suggesting the patient was not able to adapt to the halos and glare, a known and labeled possible side effect of all multifocal lens implants. All information available is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The returned lens was measured for diopter and verified to be correct as labeled, 20.0 diopter. Visual inspection of the optic took place and no optical deviations could be found. A review of the historical complaint data base revealed that no additional complaints from this lot number were received. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All information available is included in this report.

Event description:
A surgeon reported the multifocal intraocular lens was explanted 1 year after initial implant. Reason stated was the patient's dissatisfaction with their vision and the halos and glare. The multifocal lens was exchanged for a monofocal without complication.